Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? Cleaned with saline and then with soap and water. Was medical or surgical intervention required? No. Was there any special diagnostic test performed? No. What is the status of the surgeon injury today? Residual pain and dressing to keep debris from entering the site was it difficult to break the ampoule (was extra force needed to break the ampoule)? No extra force was not used. Was the ampoule crushed repeatedly? No. Can you identify the product code and lot number of the product that was used? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a topical skin adhesive was used. They used a adhesive at work and they got stuck through dirty gloves from the glass inside on the adhesive. They had to go to employee health because it drew blood. Device availability unknown. Cleaned with saline and then with soap and water. No additional tests performed. Residual pain and dressing to keep debris from entering the site. Additional information has been requested.